Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was post sensed t-wave oversensing on the pacemaker. No patient symptoms were reported. Electrocardiograms were reviewed and programming changes were performed. Patient will continue with regular follow-up.